Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a misaligned probe wash block which was not allowing the cylinder to move all the way down. The fse re-adjusted the probe wipe rinse block and the probe wash cylinder was able to move all the way down. The fse verified the repair as per established procedures and the instrument ran without any leaks. Results: misaligned probe rinse block. (B)(4).

Event description:
The customer reported that the probe of the lh 500 hematology analyzer leaked blood and diluent mixture onto the front cover of the instrument. The customer was wearing personal protective equipment consisting of gloves, gown and goggles at the time of the event and no injury or direct contact with the leak was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.